Event description:
It was reported that the implanted pacemaker alerted due to atrial arrhythmia burden. Review of the device data showed that there was a stored non-sustained ventricular tachycardia event due to oversensing of noise on the right ventricular channel. The pacemaker remains in service and no adverse patient effects were reported.